Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. Failure analysis investigations did not replicate, nor confirm the customer reported complaint. The large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The test clip did not attach to the plastic test tube. The instrument was found to have a loose grip cable at the proximal end. Product and event verification: a review of instrument logs confirmed that the large clip applier was last used on system number sk3348, and it had 88 lives remaining. Site history review: a review of the site's complaint history showed no additional complaint related to this product. Image/video review: no image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the broken/loose grip cable may cause a loss of functionality during clip application. While there was no harm or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, the arm with the clip applier would not articulate. The procedure was completed, and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, and obtained the following additional information: the reporter stated that she had no additional details about the complaint.